Event description:
Post chemo infusion via PICC line, patient started to complain of stinging around exit site. Some swelling noted that gradually got worse and some redness noticed around exit site. No leaking around exit site when flushing PICC, however, due to high suspicion of chemo leakage PICC withdrawn and leak from PICC observed. Therefore, possible leaking of chemo via hole in PICC into tissues leaking extravasation.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.